Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0494166. This medwatch is being filed to relay additional information. The following sections were updated: date of report, concomitant medical products. PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. UDI# - (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number ((B)(4)) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the unit was not grabbing enough tissue/skips. The customer returned a dermatome an device, serial number ((B)(4)), for evaluation. Product review of the dermatome an by zimmer biomet surgical on (B)(6) 2019 revealed that the control bar was below the specified position and the thickness lever torque was low. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2019 which included setting the control bar and lever torque to specifications. The device was then tested and calibrated. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Dermatome an was not grabbing enough tissue/skips. No adverse events were reported as a result of this malfunction.